Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised mother to remove g5 application, forget all bluetooth devices, turn bluetooth off/on, and re-pair transmitter to the smart device. No additional patient or event information is available.